Event description:
Rptr was being treated in the emergency dept for a non-related condition and was catheterized with a bard foley urological catheter (natural rubber latex). Rptr's face flushed, rptr developed hives and angioedema immediately. Treatment included standard treatment for anaphylaxis. The health professional who catheterized pt was a rn.